Event description:
The model 106 generator is not designed to be compatible with the v 8.1 software; therefore, no device failure is suspected. This is an expected event. The patient had been implanted in an approved country with the appropriate software; however, moved to a country where the model 106 device has not been approved which is why the appropriate software was not available. The physician has since been provided the compatible software to follow-up with the patient.

Event description:
It was reported that the vns patient's device was unable to be interrogated by two programming systems containing 8.1 software. It was identified that the patient was implanted with a model 106 generator which is not compatible with the 8.1 software. The patient was seen in a country where the 106 generator with compatible software has not been approved; therefore, the compatible software was not available to interrogate the device.

Manufacturer narrative:
.